Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the screws were very close together and the surgeon believed the extenders were touching and therefore did not allow him to disengage the screw from the extender. So he rocked them back and forth until one broke and the other one got released. Product came in contact with the patient. No fragment of the instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visually confirmed the instrument -04/-05 head gripper component is missing, and the interfacing hole diameter is deformed, consistent with significant force.